Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was unable to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported shaft detachment was unable to be conformed and no further information from the account was obtained, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a restenosis lesion in the chronically totally occluded, heavily calcified, 100% stenosed, mid right coronary artery (rca). A 2.75 x 38 mm xience alpine stent delivery system (sds) was advanced but would not cross due to the heavy calcification and the shaft separated. The sds was removed from the anatomy and the procedure was completed with the successful implantation of an unspecified stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient effects. No additional information was provided.